Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. The system functioned normally during testing. No parts were replaced on the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not fully initializing. It was reported that the imaging system pendant displayed the motion system as connected and ready, the x-ray system connecting but not ready, and the mobile view station (mvs) and connected but not ready. The system was rebooted two times without resolution. Initial troubleshooting found that the image acquisition system (ias) computer could not be reached remotely. Additionally, black soot was noticed on two of the pins of the umbilical cable. Cleaning off the soot and reconnecting the cable did not resolve the issue. There was no patient present when this issue was identified.